Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 the ultra 360 patient positioning system (a2009) was returned for evaluation the reported complaint was confirmed via inspection of the unit. The unit was slipping where the lower handle engages on the connecting tube. The lower handle and lower assembly will be replaced. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2007). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the swivel adaptor on the ultra 360 patient positioning system (a2009) was extremely loose and nearly fell out of connection with the gold lever to the point where it completely disengaged involuntarily while pinning the patient. There was no patient injury and no delay in surgery.